Manufacturer narrative:
Imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2024. During the procedure, when the balloon was inflated, water was leaking out. It was reported that the balloon had a hole. The same problem occurred with the second cre fixed wire dilatation balloon. The procedure was completed with a third cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results: the returned cre fixed wire dilatation balloon was analyzed, and a visual evaluation noted no damages. Functional testing was performed and found a pinhole in the balloon located approximately 109 mm from the tip of the device, which was confirmed during microscopic inspection. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon pinhole was confirmed. The returned device was inspected, and functional testing revealed a balloon pinhole located approximately 109 mm from the device tip. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or after the procedure could have caused the pinhole on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2024. During the procedure, when the balloon was inflated, water was leaking out. It was reported that the balloon had a hole. The same problem occurred with the second cre fixed wire dilatation balloon. The procedure was completed with a third cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.